Event description:
Procedure: laparo rectum. According to the reporter: the grasping force of the jaws was not strong enough. Insufficient cutting/coagulation was noted so another device was used. No patient injury was reported.

Manufacturer narrative:
Initial report submitted: january 14, 2008.